Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, twisted, and cut. The imaging core had a broken drive shaft and a broken coaxial cable, with the damage beginning 39.6 cm from the distal end of the connector shaft. Media returned by the customer was also inspected and showed evidence supporting the reported allegation.

Event description:
Reportable based on device analysis completed on 29 may 2025. It was reported that visualization issues occurred. The target lesion, measuring 31 mm in length with a vessel diameter of 2.0 mm, was located in the mid segment of the left circumflex artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the lesion, but it failed to produce an image. The procedure was completed using another of the same device. The patient remained stable, and no complications were reported. However, device analysis revealed the sheath was twisted.